Manufacturer narrative:
Correction: section g3 in the initial MDR should have been included as 29oct2025 rather than 30oct2025. Section d4: device information updated. Manufacturer's investigation conclusion: reported information stated that when the system controller was connected to a system monitor on 29oct2025, it was shown that the backup battery would expire in 22 months. It was stated that the customer complained that the battery lifespan was insufficient and did not meet the expected duration of 24 months. A new battery was provided to the customer. Additional provided information stated that there was no malfunction reported for either the system controller or backup battery. The heartmate 3 system controller (serial number (B)(6)) remains in use, and the 11 volt backup battery (serial number (B)(6)) would not return for analysis, as it could not be shipped. Review of backup battery (B)(6) device history records indicates that it was manufactured on 14sep2024, and its expiration is 14sep2027. Per procedure, this battery was shipped in accordance with the requirement of at least 1 year prior to expiration. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The testing records were reviewed for the heartmate 11v backup battery (s/n: sy258192) and it was found that the battery operated as intended. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU (rev. C), section 2 entitled ¿system operations¿, describes the backup battery installation process. Section 5, entitled ¿surgical procedures¿, also explains how to properly install the backup battery in the system controller. The heartmate 3 lvas IFU, section 4 entitled ¿system monitor¿, states that the status of the 11 volt lithium-ion backup battery can be checked using the system monitor. The ¿replace in:¿ status indicates the number of months remaining before the system controller¿s 11v backup battery expires. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when the system controller was connected to the system monitor, it was shown that the backup battery (ebb) would expire in 22 months. The customer complained that the battery lifespan was insufficient and did not meet the expected duration of 24 months.